Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 201 mg/dl. Customer reverted to manual injections for alternate insulin therapy.